Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer initially reported the device did not deliver therapy during use on a patient. There was no reported patient impact.